Event description:
Aspiration from this ophthalmic microsurgical system was intermittent and the physician had to step on the foot pedal several times before aspiration would engage. During a procedure, aspiration surged and the physician drew the pt's iris into the handpiece. Another handpiece was used to complete the procedure. Although post operative results are acceptable, the pt will suffer the cosmetic effects of a keyhole pupil.